Manufacturer narrative:
Follow-up #1; date of submission: 09/27/2016. The device has been returned and evaluated by product analysis on 09/02/2016 with the following findings. During investigation, visible moisture corrosion was found in the battery compartment. A crack in the battery compartment was found above and below the grip pad. A leak test was performed and failed due to the battery compartment crack. The pump was opened to find no moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.